Manufacturer narrative:
Recall/advisory: z-2496-2015. The device history record for the reported lot number, m5110t626, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 8030647-2015-00207 for the first patient. Refer to 8030647-2015-00208 for the second patient. Refer to 8030647-2015-00209 for the third patient. It was reported that the catheter continued to suction three different times on three different patients. The catheters was switched out for new ones when the failure occurred. There was no reported patient injury.